Manufacturer narrative:
Investigation summary: without a photo or sample available for testing, the customer's complaint of leakage could not be verified and the root cause of this failure remains unknown. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that unspecified bd¿ filter leaked. The following information was provided by the initial reporter: material #: unknown. Batch/ lot #: unknown. It was reported that the1.2 mm filter has been leaking. Verbatim: product surveillance received an email regarding an issue with cl non-dehp solution set w/1.2. It was reported that the 1.2mm filter in the 2h8486 set has been leaking. Alaris and ICU medical sets were also used and also leaked. The rate of infusion was 500ml/hour, bag size was 500ml. The pump used was spectrum iq. No patient incident or harm, study has been halted. Occurrence date was unknown. Two video samples were provided, video of infusion restarted and video of infusion stopped. Acute pharmacy manual was attached. No other information provided.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ filter leaked. The following information was provided by the initial reporter: material #: unknown batch/ lot #: unknown. It was reported that the1.2 mm filter has been leaking. Verbatim: product surveillance received an email regarding an issue with cl non-dehp solution set w/1.2. It was reported that the 1.2mm filter in the 2h8486 set has been leaking. Alaris and ICU medical sets were also used and also leaked. The rate of infusion was 500ml/hour, bag size was 500ml. The pump used was spectrum iq. No patient incident or harm, study has been halted. Occurrence date was unknown. Two video samples were provided, video of infusion restarted and video of infusion stopped. No other information provided.